Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that there were false high ventricular rate episodes as well as noise reversions on the right ventricular lead. The lead was capped (B)(6) 2019 and replaced. A routine generator change was also completed. The procedure was successful. The patient was recovering.